Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation, it was identified that the software installed on the input/output printed circuit board (I/o pcb) (os v6.02.06) and the processor pcb (osv6.05.13) did not match. The I/o pcb installed in the device with serial number (B)(4) did not match the I/o pcb recorded on the device history record (DHR). Review of the DHR for serial number (B)(4) verified the serial number written on the I/o pcb was originally installed in serial number (B)(4). Review of the event history log for the device with serial number (B)(4) confirms the software was upgraded to v6.05.13 on (B)(6) 2015 and was subsequently used by the customer to successfully complete infusions. A system error 941, originally reported by the customer for serial number (B)(4), occurs at power up immediately following a mismatch of software between the I/o pcb and processor pcb, therefore the device tampering likely occurred on (B)(6) 2015, the day the system error 941 first occurred. This is an indication that the pcb's were not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The date of event on the initial manufacturer report was incorrect and has been updated.